Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assy for error check IV set, lower pressure sensor assy for patient side occlusion, door assy damaged, rear case housing assy crack upper well, bezel assy crack lower hinge. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/25/2007 to present date 01/12/2021, and note that this device has been returned for service twice, without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had an alarm- error codes/ messages. No patient involvement.